Event description:
Near miss on pt mis identification/incorrect report when dr (B)(6) opened case (B)(6), the report pane loaded, with the correct pt info, the prior reports pane opened with the correct pt info. However the images were displaying on the viewer were that of care (B)(6). (B)(6) had previously been read by dr (B)(6), and as far as I can tell, it was the last case he had read, looking at the audit logs and checking the delivered times of todays cases. The issue being that he was able to indicate into the report on case (B)(6) but all while seeing the images of case (B)(6) dr (B)(6) tag does not show up on case (B)(6) audit log, even though the report pane and prior report fully loaded for him. The audit log shows dr. B taking the case, but does not mention dr (B)(6) on case (B)(6). Please investigate why the audit log doesn't show dr (B)(6) and why the images did not match the loaded report. Image viewer was mismatched with active pt in report pane. Additionally, system did not appropriately log viewing which is an auditable event.